Manufacturer narrative:
Batch review performed on 17 july 2018. Lot 162159: (B)(4) items manufactured and released on 05 july 2016 expiration date: 2021-06-19; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 2 months after primary. The wbc count was high yet cultures came back negative. The surgeon performed an I&d and swapped the poly for preventative purposes. The surgery was completed successfully.